Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-feb-2024 by a dentist, which refers to a 63-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with sculptra to neck and submandibular region (unknown amount, lot number, injection technique and needle type). The sculptra was reconstituted in 20 ml (intentional device misuse). The sculptra was injected to neck (off label use of device). On (B)(6) 2024, the patient experienced a serious complication. The reporting dentist reported that the doctor informed that it was an infection (implant site infection) and referred her to the pathologist. The reporting dentist reported that this would not have happened if months ago the dentist had received the appropriate treatment guidelines. The reporter sent a photo showing how the patient was. The reporting dentist reported that the complication had not yet been resolved for almost 6 months and the hcp had already talked to several speakers, both from galderma and from other laboratories and they all agreed that it was an immunological reaction (immune system disorder). The reporting dentist stated that patient had the adverse events for over 6 months without the recovery. Treatment for the adverse event was not reported. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Immunological reaction was not recovered/not resolved/ongoing. Sculptra was injected to neck was recovered/resolved. Sculptra was reconstituted in 20 ml was recovered/resolved. Tracking list: v.0 initial . V.1 fu received on 21-jul-2024 from the same reporter: the case was upgraded to serious. Events (implant site infection, immune system disorder, off label use of device and intentional device misuse) were added. Outcome of the events were updated.

Manufacturer narrative:
Company comment: the serious event of infection at implant site and the non-serious event of immune system disorder were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The sculptra was used off label and intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.